Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a reddish material inside and a hole on the pebax of the device. A screening test was performed and the device was recognized correctly; however, hi force appeared due to an internal pcb (printed circuit board) issue. Also, the force high condition could be related to the reddish material in the pebax, however, this cannot be conclusively determined. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that the force readings for the ablation catheter kept giving a "weird" reading. Caller stated the force readings were inaccurate and the icon on the force window that has two red catheters touching was shown. Caller stated the catheter was removed and at the tip of the catheter there was blood stuck inside. When the catheter was replaced, the issue resolved. Additional information was received indicating the sheath used was an 8.5 french medium curve agilis. It looked like blood got into the force sensor of the catheter which gave us strange force readings and the catheter interaction indicator even though there was no other catheter nearby. Unclear if there was difficultly maneuvering it. The customer¿s reported issues related to force and blood inside the catheter tip are not reportable malfunctions since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-jun-2022, bwi pal revealed that a visual inspection of the returned device found a reddish material inside and a hole on the pebax of the device. The findings were reviewed and determined that a hole in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 14-jun-2022 and reassessed it as MDR reportable.